Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The up and down arrow buttons and okay button were under responsive; there was no complaint that the issue affected insulin delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and no contamination or moisture was found under the button contacts. The pump was opened and moisture damage found on keypad flex connector. Unrelated to the complaint, investigation revealed moisture in the battery compartment. A leak test revealed a leak at a crack in the battery compartment starting at the threads to the left side of grip pad. The battery cap threads were stripped and the cap was unable to fit properly on the pump; the cap became stuck when trying to remove it. A test cap was able to fit normally and was used for all testing.